Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, positioning difficulties were encountered. The lesion was located in an unspecified "biliary duct". The flexima biliary 7fr/10cm stent delivery system (sds) was advanced to the lesion, however, upon deploying the stent the stent was unable to be released from the catheter. The physician made several attempts to release the stent by "vigorously shaking" the sds to release the stent. Following deployment it was noted that the stent was not in the correct position. A biopsy forceps was advanced to push the stent into the correct position and complete the procedure. The patient's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the stent delivery system has been disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.